Event description:
During manufacturer product analysis of a vns a generator that was replaced prophylactically, it was observed the generator was not operating according to functional specifications. The pulse generator unit failed the feed-thru capacitor tests (backup cap pos to can and backup cap neg to can). With the exception of the noted condition, there were no adverse findings that would inhibit the product from performing as intended. The most probable root cause for the backup capacitor tests was identified to be a short on the feed-thru assembly due to observed residue on the feed-thru ceramic, which is known to be related to the manufacturing process of the component. The function of the feed-thru capacitors is only to provide emi protection (if the need ever arises) and is not required to provide therapy. Manufacturer review of the generator's device history record confirmed the generator met all final testing requirements prior to distribution.